Event description:
Dealer states: "during normal use, the right rear tube holding the wheel bent outwards, causing end user to fall."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The dealer called stating that during normal use the right rear tube holding the wheel allegedly bent outwards, causing the consumer to fall. No injury is alleged.